Event description:
It was reported that the touchscreen failed intermittently. Calibration appears to resolve this for a short time. The interaction panel was replaced in an attempt to resolve the issue. There was no serious deterioration in the health of a patient, user or other person. Medical intervention was not required. Investigation is ongoing.

Event description:
It was reported that the touchscreen failed intermittently. Calibration appears to resolve this for a short time. The interaction panel was replaced in an attempt to resolve the issue. There was no serious deterioration in the health of a patient, user or other person. Medical intervention was not required. Investigation is ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service the root cause analysis confirmed a defective hamilton-g5 interaction panel msp159542 found out from partner technician by testing of actual/suspected device. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was in use. Based on the information available, this issue may have caused a delay in treatment or harm of the patient should it recur under less fortunate circumstances. Because a potential hazard could be present in this case, this event was classified as potentially reportable. Neither harm to patient, user or third party nor a treatment delay was reported.

Event description:
It was reported that the touchscreen failed intermittently. Calibration appears to resolve this for a short time. The interaction panel was replaced in an attempt to resolve the issue. There was no serious deterioration in the health of a patient, user or other person. Medical intervention was not required. Investigation is ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service the root cause analysis confirmed a defective hamilton-g5 interaction panel msp159542 found out from partner technician by testing of actual/suspected device. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was in use. Based on the information available, this issue may have caused a delay in treatment or harm of the patient should it recur under less fortunate circumstances. Because a potential hazard could be present in this case, this event was classified as potentially reportable. Neither harm to patient, user or third party nor a treatment delay was reported. Hamilton medical ag complaint number: cer (B)(4). UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.